Manufacturer narrative:
(B)(4). Additional 510k number: k013227.

Event description:
It was reported that the mount would not disengage from the bundled implant (tsvh11) during placement. The procedure was completed with another implant. Tooth location 19.

Manufacturer narrative:
One tapered screw-vent implant with mp-1 ha dual transition selective surface (tsvh11) was returned for investigation. Visual inspection identified that the hex and external and internal threads of the as returned product were damaged. The associated mount was not returned with the implant. Functional testing and dimensional analysis could not be performed since the product was damaged. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: UDI: (B)(4).

Event description:
No further event information available at the time of this report.